Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the coag button did not return once it had been pressed and the device kept activating. There was no patient injury. A new device was used to continue.